Event description:
A report was received that the patient's battery site was painful and it felt hot. The patient claimed that the ipg site was swollen and the area under the ipg has been tender to touch. The physician prescribed an ointment but the patient reported that it did not help. No further information could be obtained.